Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
It was reported that in the hospital patient presented for replacement of the pulse generator due to premature battery depletion. The generator reached the elective replacement indicator (eri) on (B)(6) 2022 and end of service on (B)(6) 2022. The device was explanted and replaced. The patient was stable.